Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by fse that during scheduled pm, the cardiosave iabp had an issue with the batteries not charging. There was no patient involvement reported.